Manufacturer narrative:
Product investigation summary: the investigation has shown that the wall on the tip of the rod holder is cracked. The surface of the tip shows a lot of wear marks, which indicates that this instrument was frequently used. The review of the production history revealed that this instrument was manufactured in september, 2011 according to specifications. No complaint related anomalies were identified. Therefore, no product failure could be detected. The exact cause of this occurrence could not be determined. It is likely that too high applied forces during use of the rod introductor caused this damage. A device history record review of the manufacturing documents yielded no complaint related issues. As no product fault could be detected, no further action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Although the event date was reported as (B)(6) 2016, it was not confirmed if the device actually broke on this date. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unspecified spine surgery on (B)(6) 2016, a broken matrix rod introducer was discovered. It was reported that the device did not break during the surgery and had broken pre-operatively. There were no fragments generated. The procedure was completed with a substitute rod introducer. There was no report of surgical delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.